Event description:
The distributor called to report that the label on the outer box of syringes was missing when the products were shipped out from the warehouse. Material code 328421, lot number 3037936. Attached is a photo of the outer box label of the same batch of products. Distributor hoped if we can help to deal with it and replace the missing label. Sample availability: yes, sample availability details: picture/video only.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.